Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was exchanged for a same length lens with a different power and the problem resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisure and in a microcentrifuge vial. Visual inspection found the lens haptic torn and broken. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).